Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 450 mg/dl at the time of the incident. It was unknown that auto mode feature was active or not at the time of event. The insulin pump had pump error alarm. Customer stated that they able to clear alarm but unable to complete rewind. The insulin pump will be returned for analysis.